Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 1 year and 4 months after dental implant was installed in intraoral region 31#, its loss of osseointegration was observed. The patient presented bone type iii, fenestration occurred during surgery, bone graft was executed, trauma over tha implant has happened and 35 ncm of primary stability was achieved.